Event description:
Decreased gas exchange during a cardiovascular bypass procedure. The user decided to change out the oxygenator during the operation. The case was reportedly completed successfully using a second oxygenator with no complications or injury to the pt.